Event description:
Transverse lap sheet disintegrated into the wound. It could have cause retained fibers in the wound, acting like a foreign body. Surgeon was able to remove all fibers from the surgical site. No additional treatment or procedures were required. No negative patient outcomes reported.

Manufacturer narrative:
The actual failed sample was received. It was a piece of the drape's reinforcement. It was noted that there was a 3'x5' area which demonstrated the fibers had lifted. It was also noted that some sort of friction had been applied to the area, most likely during use. It is believed that this is an isolated incident as this is the first complaint of this nature we have received for this catalog number. We will continue to monitor for complaints of this nature.